Event description:
During an intervention, the physician noticed that when extending the stem of the orbit rdfl complex standard coil (638cs2030/lot unk), the zone which carries the coil was broken. The doctor decided not to use the coil.

Manufacturer narrative:
Please note that based on additional information there was no reportable product malfunction associated with the product. Additionally, the event does not meet the criteria for reporting. Please note that no further information will be submitted for this report.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.